Manufacturer narrative:
H3: product analysis ¿ as found condition: the pushwire was returned inside the inner pouch, biohazard bag, and shipping box. The pipeline flex shield braid was not returned. ¿ visual inspection/damage location details: the distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. No bends were found with the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad, or the proximal bumper. No other anomalies were observed. ¿ testing/analysis: n/a ¿ conclusion: based on the device analysis and reported information, the customer complaint was not confirmed as the pushwire was returned without the braid. The cause of the ¿failure/incomplete open¿ could not be determined. Possible causes of ¿failure/incomplete open¿ include vessel tortuosity, damaged braid, and deployment of the braid in the vessel bend. However, the customer indicated that vessel tortuosity was minimal, and the braid was not positioned in the vessel bend, which rules these factors out as potential causes. The braid can become damaged due to over-manipulation, deployment technique, delivering/retracting delivery wire against resistance, or deploying/resheathing the braid against resistance. However, the cause of the braid damage could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline flex with shield stent (ped2) failed to open completely followed by premature opening in the hub and another ped2 had pushwire tip damage. The patient was undergoing dense mesh flow diversion surgery for treatment of an unruptured, saccular, right internal carotid artery c7 segment aneurysm. The arterial landing zone diameter was 3.5 mm distally and 4.5 mm proximally. It was noted the patient's vessel tortuosity was minimal. The angiographic result post procedure showed the parent artery and distal vessels had smooth blood flow. It was reported that the reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The pipeline was used for an approved indication (on-label). The phenom 27 stent microcatheter was passed over a guidewire to the m1 segment, the guidewire was withdrawn. A ped2-475-20 stent was hydrated via high-pressure drip until 10 drops of water were discharged. The delivery sheath was pressed against the phenom 27 hub port and the stent was delivered to the m1 segment. After the stent catheter tip came out, the stent tip end smoothly opened about 3mm. When the stent was deployed to the middle and proximal end, the stent could not be opened. The y valve was locked and pushed and pulled several times but it still could not be opened. The y valve was released and the stent was retracted and redeployed but it still could not be opened. The stent was pushed and pulled again but it still did not open. While withdrawing the stent and phenom 27 to retrieve the stent, the stent fell off and fell into the phenom 27 hub port. The pipeline and phenom 27 microcatheter were removed and replaced with a ped2-450-18 and phenom 27 microcatheter. After sufficient hydration, the stent was delivered. The tip was opened in the m1 segment and then anchored at the distal end of c7. After an choring, the stent was deployed. During the deployment process, the stent was observed to be in good condition of opening and adhesion to the wall under fluoroscopy. Deployed and retrieved to before imaging point. Angiography was performed to confirm that the anchoring position, opening and adhesion of the stent tip were in good condition. The stent was deployed and angiography was performed to confirm that the overall opening and adhesion of the stent were in good condition. The phenom27 microcatheter was then passed through the stent and the delivery system was retrieved. The tip of the microguidewire was shaped g-bent, and the guidewire was massaged through the phenom 27 microcatheter. After the anteroposterior and lateral angiography, it was observed that the distal and proximal anchoring distances of the stent were good and the adhesion was good. The ped2-475-20 stent was not positioned in a bend, more than 50% of the stent had been deployed when it failed to open, the stent was resheathed less than or equal to 2 times, and no additional steps or other devices were required to open the stent. No patient symptoms or complications were associated with this event. Additional information was received stating that the pushwire of ped2-475-20 was not rotated or pulled back at anytime during the pr ocedure. The cause of the ped2-475-20 incomplete open or premature opening in the hub was not determined. The cause of the ped2-450-18 pushwire tip damage (shaped g-bent) was not determined. There was no friction or resistance during delivery or retrieval of the pipelines. Ancillary devices include: 5f 115 navien catheter, phenom 27 stent microcatheter.